Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was possibly involved in an infection issue. Reportedly, the patient presented with a bacterial serratia, experienced discomfort, fever, swelling and vegetation was found on the aorta. No additional adverse patient effects were reported. The crt-d remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.